Event description:
After removal of ground pad for bovie, the skin on left thigh was noted to be red under pad adherence area and bluish purple on upper medial corner.the bovie unit was taken out of service to be checked by biomed. Consult placed by primary md. 4cm horizontal/4cm vertical inverted l shape abrasion to upper left anterior thigh device related injury. Abrasion has a light resolving purplish hue. Unknown if injury resulted from burn or pressure. Moisturizer and telfa topical therapy initiated to keep skin moist and supple.device was released by risk. Biomed tested and no problems found. All tests are within normal operation parameters and returned to service.device #1is this a laboratory device or laboratory test?no.